Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the "fitange" became disconnected from the actual airway cannula making the tube difficult to secure. There was no reported patient involvement or outcome.